Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited inadequate capture and signal artifact. The rv lead was reprogrammed on 01 jun 2022. The patient was in stable condition.